Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that, during a routine generator change-out, this right ventricular (rv) lead exhibited high out of range shock impedances. Visual inspection revealed a conductor fracture on the terminal end of the lead. The damaged portion of the lead was extracted, and the remainder of the lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the proximal segment of the lead was returned. Visual inspection revealed that the distal high voltage cable was disconnected from the connector block. Resistance testing confirmed the lead was not electrically continuous. Detailed analysis found evidence that the cable had been pulled and let go. There was no discoloration or residue at the damage site which suggested that the damage occurred recently, likely at the explant procedure.